Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned frame was found to be in good condition and performed as expected. With markers attached and fully seated, the frame returned a good geometry error of 0.16 mm. Divot error was also good for all three divots. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Lot number and associated device manufacture date were unavailable. A replacement part was shipped to the site on 15-apr-2016. A medtronic representative reported that the new frame resolved the issues. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spine fusion procedure a percutaneous reference frame would not track. He said that it was tracking when verifying instruments, then when it was placed on perc pin, it was at an exaggerated angle and none of the spheres could be seen with a geometry error of 0.67. The spheres were cleaned and snapped into place with no change. Navigation was discontinued after a 3d spin and approximately 10 minute delay to the case. A c-arm was used to finish and a neurocoordinator reported that there was no impact on patient outcome.